Event description:
The customer reported via phone call experiencing high blood glucose levels. The customer also reported that the insulin pump alarmed no delivery during basal and bolus deliveries, as well as during the manual prime process. She reported that the insulin pump alarmed no delivery often even after set changes and began alarming more frequently. She was driving at the time of the call and was unable to troubleshoot. She called back, reporting that her blood glucose was over 600 mg/dl. She treated with a manual injection. She noted that she does change the insertion sites but felt that she had scar tissue everywhere. She stated that she had not tried all remedies. She was advised to try the remedies reviewed to prevent recurring alarms. The customer was advised to monitor the device and call back if the issue persisted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.